Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported "no proper battery". Further information was provided that the unit does not work on battery. There was no reported patient involvement.